Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter has several issues, including non-functional down arrow button, missing meter results, graphs menu goes back to main menu without any buttons press, and incorrect meter memory. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with the insulin pump. The patient reportedly had ketones prior to the onset of the reported issues at the beginning of february. While she encountered the reported issue, she managed her diabetes with more food/drink. During the last week of (B)(6), the patient claimed she was taken to the ER where she had her insulin regimen reduced. During troubleshooting, the reported issues were not resolved with training. There was no product misuse. This complaint is being reported because, the patient required medical intervention suggestive of acute complication after the reported issues began.

Manufacturer narrative:
Follow-up (5/20/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 5/10/2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.